Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report the customer called tandem technical support but had not yet taken action to address the bg level. The customer reverted to an alternate method of insulin therapy.